Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, discomfort, inflammation, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2008. Additional information received from patient operative (op) notes reports patient was revised due to pain. Patient revision op report notes the presence of a boggy bursa, collection of cloudy joint fluid with small floating bodies, necrotic tissue, necrotic abductor tendon, evidence of chronic inflammation, and lymphocytic infiltration. Op report further notes the abductor musculature was degloved from the greater trochanter, and the trochanter was exposed posterior to anterior without attachment of the gluteus medius or minimus. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, discomfort, inflammation, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2008. A review of the invoice history could not confirm the initital procedure or which components were removed and replaced; however, it further indicates patient underwent a revision procedure on (B)(6) 2008. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.